Manufacturer narrative:
The impella 5.5 was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella 5.5 with smartassist for use during cardiogenic shock & impella cp with smartassist system. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
It was reported that a patient was implanted with an impella 5.5 as bridge to transplant. During support it was noted that the patient had mild shoulder pain. The impella was functioning well at p5. The physician increased the impella to p6 however, the patient had short run of non-sustained ventricular tachycardia so it was decreased back to p5. Additionally, the patient's urine was pink tinged. The team believed it was from a traumatic insertion. The patient successfully received the heart transplant.